Manufacturer narrative:
Product analysis: the catheter was received with a kink 50.5cm from the distal tip. No other damage was noted to the catheter or it's accessories. Physical measurements show the device meets specification. Functional testing was conducted to recreate the issue reported, with the catheter straightened and the tip inside a beaker with water, the catheter slowly aspirated the water, filling the syringe. The kink to the catheter shaft was preventing water from freely entering the syringe. (B)(4).

Event description:
Physician intended to use an export ap aspiration catheter. Device was removed from packaging as per IFU and inspected, no issues. Device was prepped as per IFU. It is reported that the device would not aspirate. No damage noted to the device post procedure. No patient injury reported.